Event description:
It was reported that, due to lag screw cutting out of the femoral head, the implants listed above were removed.

Manufacturer narrative:
Device will not be returned for evaluation. If the device or additional information becomes available it will be reported on a supplemental report. Additional device: 3130-1180s trochanteric nail kit, ti gamma3, 11x180mm x 130, lot no. K189059, 1896-5035s, locking screw, fully threaded t2 tibia, 5x35 mm lot no. K239457.